Event description:
It was reported that a tear in the packaging occurred. A 10.3 flexima drainage catheter was used for percutaneous transhepatic biliary drainage (ptbd) in the gallbladder. During unpacking, it was observed that there was a tear in the packaging from the top part and the drainage catheter was out from the torn part. The device was no longer sterile; therefore, it was not used. The procedure was completed using another device. There were no patient complications as a result of this event.

Event description:
It was reported that a tear in the packaging occurred. A 10.3 flexima drainage catheter was used for percutaneous transhepatic biliary drainage (ptbd) in the gallbladder. During unpacking, it was observed that there was a tear in the packaging from the top part and the drainage catheter was out from the torn part. The device was no longer sterile; therefore, it was not used. The procedure was completed using another device. There were no patient complications as a result of this event.

Manufacturer narrative:
The flexima was not returned for analysis; however, photos were attached in the parent record, and it was observed that the device was inside the package, and the package was damaged.